Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced antitachycardia pacing therapy. Review of this episode determined the therapy inappropriate, as the implantable cardioverter defibrillator exhibited undersensing and so misdiagnosed the rhythm as ventricular tachycardia. The device was reprogrammed and the patient was reported not be symptomatic. No further information was reported.